Event description:
It was reported that multiple occlusion alarms occurred. The customer's blood glucose level ranged from 144-235 mg/dl. The customer declined to troubleshoot with tandem technical support (cts). Reportedly, the customer changed the cartridge and infusion set multiple times prior to the report with cts to address the occlusions.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.